Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 468 mg/dl. The insulin pump was not working. The insulin pump alarmed no delivery. The customer treated her high blood glucose level with a manual injection. The alarm was resolved by changing the infusion set and reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis.